Event description:
It was reported that the patient developed a 3 cm nodule at the infusion site with infectious appearance associated with redness warmth and pain on touch. The patient was treated with amoxicillin clavulanic acid and augmentin 875, 125 mg every eight hours for seven days. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.